Event description:
A caller reported experiencing a cgm error 42 with their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the process. Following the reset, the pump no longer displayed the error, and the caller successfully started their sensor session.